Event description:
As reported, a laparoscopic umbilical hernia repair was performed on (B)(6) 2025. During this procedure, it was reported that the yellow anchor of the ventralight st echo ps became detached from the inflation tube. However, the same mesh was successfully implanted during the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the yellow anchor of the ventralight st echo ps detached from the inflation tube. Sample evaluation shows weld marks are present on both the tubing and anchor confirming the anchor had been welded. Based on sample evaluation of the returned inflation tube and anchor, the most likely root cause is the anchor detached from forces applied while in use. No manufacturing anomalies were found. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 237 units. The instructions-for-use, supplied with the device states, "once the ventralight¿ st mesh with echo ps¿ positioning system is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity. Place an atraumatic clamp or hemostat on the inflation tube at the level of the skin to temporarily hold the device in place. Cut the inflation tube on the dashed line between the retrieval loop and the yellow anchor with surgical scissors to open the tube for inflation. Discard the retrieval loop." And "to deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tub." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.